Event description:
It was reported that the patient¿s daughter contacted support after the patient experienced two occlusion alerts. The patient was reported to be relatively new to the device. The first occlusion alert had been dismissed, and the tubing was changed. A second occlusion alert was later received, prompting the call. During discussion of the initial supply change, it was reported that the cartridge and connector had not been replaced and that the patient had performed the supply change independently. The daughter indicated that she typically assists with supply changes and was unsure whether the change had been completed correctly. A full supply change, including a new cartridge, was recommended. An offer was made to guide the patient and daughter through the supply change; however, the daughter stated that she would complete the change herself after the call. She was advised to contact support again if any additional occlusion alerts or issues occurred. No further assistance was required at that time. The patient was using an inset infusion set with 23-inch tubing and a 6 mm cannula and was reported to fill their own cartridges without reusing them. Blood glucose levels were reported to be elevated during the event, with a highest reading of approximately 245 mg/dl and remaining out of range for about two and a half hours. Blood glucose levels were corrected using the device¿s corrective algorithm and by changing supplies. No device alerts for high or low blood glucose were reported. No outside assistance, medical intervention, or symptoms were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.